Event description:
The complainant reported that a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support and experienced a kinked 13 french peel away sheath during implantation. It was reported that following removal of the dilator, the peel away sheath kinked. A second sheath was opened from another impella cp kit and used successfully. The pump was implanted with no further complications reported and it was noted there was no patient impact. No signs or symptoms of patient injury were reported, there was no reported harm associated with the event. The impella cp device was later explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported complication. The patient's outcome at the time of explant was survived.

Manufacturer narrative:
A4 is unknown. D4 lot, UDI, expiration date are unknown. G4. PMA/ 510(k) is unknown. H4 device manufacture date is unknown. Device status. The device was not returned for evaluation. It was reported that the device was explanted and discarded by the facility and is therefore unavailable for return to the manufacturer. Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
Corrected data: d4 and g1 updated. Investigation summary: no product returned. Pd-any device- (twist, bent, kinked): the cause of the product damage was not determined due to insufficient clinical details.